Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure and prior to ports placement, the customer contacted intuitive surgical, inc. (Isi) technical support engineer (tse) reporting a message on the vision system cart (vsc) stating the patient side cart (psc) was not connected. The customer reseated the blue fiber cables and performed a hard power cycle on the psc. The system powered back up, including the psc; however, the message returned. The customer used a new blue fiber cable to replace the psc fiber cable with no change. The customer then swapped the blue fiber cable from the psc to a different port on the back of the vsc, but the message continued to return. The customer performed another hard power cycle on the psc, which was unsuccessful. Upon powering up, the psc leds initially turned blue but transitioned to amber shortly after. The tse suggested bringing in the psc from another system, however that system was scheduled to be in use. The procedure was aborted with no patient involvement.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse confirmed that the patient side cart (psc) was not connected to the system no matter which port was connected to on the vision side cart (vsc). The fse replaced blue fiber cable (bfc), but the issue persisted. The fse replaced patient side cart (psc) card cage and vision side cart (vsc) core to resolve the issue. A return material authorization (RMA) was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue.